Event description:
It was reported the ipg site had drainage of fluid after the implant. The physician took cultures to determine if there was an infection present and the results were negative. The pt was provided with a home care nurse to address the wound. Follow up identified the scs system was working effectively and the drainage had stopped. It was reported at the follow up the ipg site had reopened. The physician set up home care once again to address the issue.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.